Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the surgeon that the patient's vns site was infected. As a result, the patient's generator and lead were explanted the manufacturers device history records were reviewed. Sterility of both the lead and generator was verified. No further relevant information has been received to date.